Event description:
It was reported to boston scientific corporation that a kink in the catheter was noted when used to replace another resolution clip device. According to the complainant, another resolution clip device was selected to complete the procedure. There were a total of 4 similar occurrences reported during this procedure. Refer to MFR report numbers 3005099803-2008-5799, 3005099803-2008-5802 and 3005099803-2008-5797 for details regarding the other three clips.

Manufacturer narrative:
Visual examination of the returned device revealed that the clip assembly had been deployed and not returned. The bushing was located just outside the over sheath. The control wire was separated as intended by design and was able to be actuated several times without issue. Based on the evaluatuion, the device appears to have performed as intended. The cause of the reported malfunction is undetermined.